Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the corrected device information. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tube of the reservoir at the inlet tube/strain relief junction. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the same inlet tube of the reservoir. Testing revealed these to not be a site of leakage. Abrasion was noted on all tubes of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on the inlet tube of the reservoir at the tube/strain relief junction indicated that the tubing had abraded against something while in-vivo. Quality is unable to determine what the tubing may have abraded against, but confirmed that an abrasion such as this resulted in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump is leaking.